Event description:
An unknown s7 stent delivery system was inserted into an unknown coronary artery. It was reported that during the procedure, the stent dislodged from the delivery balloon at an unknown site. The stent was deployed with a ptca balloon at an unknown site. The pt was reported to be fine post procedure. There is no additional info from the user facility regarding this event.